Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy. During stapling, the device was unable to fire. There was also poor staple formation due to the distal staple line being incomplete. When the surgeon tried to fire a purple reload it would start to fire and stop and not advance. The surgeon used a black reload to fix the staple line and complete the case. The status of the patient is alive, no injury. No medical intervention was required.